Event description:
The event is reported as: the customer alleges that when an attempt was made to thread the catheter through the needle there was some resistance as if the needle was clogged. No report of patient injury or harm or delay in treatment.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.